Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa k.g (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg and past similar case, omsc surmised that the reported phenomenon was attributed to the screws become loose and detached due to the external stress such as vibration and shock being applied to the passive bending section and the bending section.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the screws securing the passive bending sections become loose and detached. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the passive bending section was separated from the bending section. There was no report of patient injury associated with the event.